Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included paracetamol (tylenol). On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2005, right salpingectomy, laparoscopic). At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: on an unknown date, patient underwent hysterosalpingogram test. Discrepancy noted in date of insertion (B)(6) 2002 and (B)(6) 2003. On (B)(6) 2005, right salpingectomy, laparoscopic done (partial salpingectomy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2004: patent right fallopian tube status post essure procedure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: mr received. Reporter information, patient middle name, race, rcc added. Right salpingectomy, laparoscopic surgery added to event pelvic pain. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included paracetamol (tylenol). On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2005, right salpingectomy, laparoscopic). At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: on an unknown date, patient underwent hysterosalpingogram test. Discrepancy noted in date of insertion (B)(6) 2002 and (B)(6) 2003. On (B)(6) 2005, right salpingectomy, laparoscopic done (partial salpingectomy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2004: patent right fallopian tube status post essure procedure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.